Event description:
The customer reported what while the unit was in use on a patient, the unit's pneumatics stopped working and the pneumatic drive led was illuminated. The pt was switched to another unit and therapy was continued. No patient injury was reported.